Manufacturer narrative:
Investigation in-process, and the results of the investigation will be filed in a supplemental report when completed.

Event description:
The doctor was trying to access the lesion using the contralateral approach and noticed that the wire was not responding properly. He then pulled out the wire, and noticed that the polymer sleeve had come off the end of the wire.